Event description:
Medtronic ats received info that this mechanical valve was abandoned after implant due to a leaflet sticking following rotation of the valve. A new valve was successfully implanted. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product has been returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.